Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pains") and genital haemorrhage ("unnatural bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, pelvic pain, pregnancy on (B)(6) 2010, multigravida, termination of pregnancy, parity 2, chlamydial infection (at age (B)(6) menarche (age at monarchy ¿ (B)(6), vaginal delivery, asthma, hives, vomiting and cholecystectomy in 2001. Height -(B)(6) previously administered products included for an unreported indication: ocp and depo. Concurrent conditions included weight gain, migraine, irregular periods, painful periods, heavy periods, abdominal discomfort, mood swings, morbid obesity, cramp in lower abdomen, thyroid disorder, constipation, generalised illness, smoker (current every day smoker, smoker (1 ppd)), heavy periods and postpartum state (6 weeks). Family history included thyroid disorder (mother,), diabetes, heart disease, unspecified, hypertension, epilepsy, uti, asthma, copd, obesity, complication of pregnancy and cancer of lung. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pains"), menometrorrhagia ("irregular heavy periods") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved and the genital haemorrhage, menometrorrhagia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: pt is still convinced that all her problems(obesity, muscle ache, bowel issues, heavy periods and acne) are from the essure implants. There were 7 coils on the outside on the left tube. The same procedure was done on the right side and the coils that were remaining were four coils on the right side. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect.as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record received. Patients medical history, concurrent conditions, family history were added. As per the report, patient had undergone laparoscopic assisted vaginal hysteroscopy with bilateral salpingectomy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pains"), genital haemorrhage ("unnatural bleeding") and dental caries ("dental problems/ my teeth started rotting and had to get four pulled out") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, pelvic pain, gravida on 3-mar-2010, multigravida, termination of pregnancy, parity 2, chlamydial infection (at age 17), menarche (age at menarchy ¿ 11), gravida, asthma, hives, vomiting and cholecystectomy in 2001. Height - 5 ft 2.5 in. Previously administered products included for an unreported indication: ocp and depo. Concurrent conditions included weight gain, migraine, irregular periods, painful periods, heavy periods, abdominal discomfort, mood swings, morbid obesity, post coital pain, thyroid disorder, constipation, generalised illness, smoker (current every day smoker, smoker (1 ppd)), heavy periods, postpartum state (6 weeks), depression and emotional problems. Family history included thyroid disorder (mother,), diabetes, heart disease, unspecified, hypertension, epilepsy, uti, asthma, copd, obesity, complication of pregnancy and cancer of lung. On (B)(6). -2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), abdominal pain ("severe abdominal pains/pain"), menometrorrhagia ("irregular heavy periods"), hypersensitivity ("allergic reaction"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), loss of libido ("no sex drive") and procedural pain ("surgical pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy with bilateral salpingectomy) and surgery (four teeth pulled out). Essure was removed on 18-jan-2016. At the time of the report, the pelvic pain, genital haemorrhage, dental caries, abdominal pain, menometrorrhagia, hypersensitivity, headache, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia and procedural pain had resolved and the loss of libido had not resolved. The reporter considered abdominal pain, alopecia, dental caries, dyspareunia, genital haemorrhage, headache, hypersensitivity, loss of libido, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was still convinced that all her problems(obesity, muscle ache, bowel issues, heavy periods and acne) are from the essure implants. There were 7 coils on the outside on the left tube. The same procedure was done on the right side and the coils that were remaining were four coils on the right side. Essure did not worsened a previously existing injury/condition. All symptoms recovered but she still suffer from no sex drive. Diagnostic results: essure confirmation test was not done. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect.as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6).2018: plaintiff fact sheet received. Event tooth disorder updated to dental caries. Outcome of events pelvic pain, genital haemorrhage, abdominal pain, menometrorrhagia, hypersensitivity, procedural pain updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pains") and genital haemorrhage ("unnatural bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, pelvic pain, gravida on (B)(6) 2010, multigravida, termination of pregnancy, parity 2, chlamydial infection (at age 17), menarche (age at menarchy ¿ 11), gravida, asthma, hives, vomiting and cholecystectomy in 2001. Height - 5 ft 2.5 in. Previously administered products included for an unreported indication: ocp and depo. Concurrent conditions included weight gain, migraine, irregular periods, painful periods, heavy periods, abdominal discomfort, mood swings, morbid obesity, post coital pain, thyroid disorder, constipation, generalised illness, smoker (current every day smoker, smoker (1 ppd)), heavy periods, postpartum state (6 weeks), depression and emotional problems. Family history included thyroid disorder (mother,), diabetes, heart disease, unspecified, hypertension, epilepsy, uti, asthma, copd, obesity, complication of pregnancy and cancer of lung. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pains/pain"), menometrorrhagia ("irregular heavy periods"), hypersensitivity ("allergic reaction"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), loss of libido ("no sex drive") and procedural pain ("surgical pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and loss of libido had not resolved, the genital haemorrhage, menometrorrhagia, hypersensitivity and procedural pain outcome was unknown and the headache, migraine, tooth disorder, alopecia, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, hypersensitivity, loss of libido, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: pt is still convinced that all her problems(obesity, muscle ache, bowel issues, heavy periods and acne) are from the essure implants. There were 7 coils on the outside on the left tube. The same procedure was done on the right side and the coils that were remaining were four coils on the right side. Diagnostic results: essure confirmation test was not done. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect.as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient demographic and events ( abnormal bleeding (vaginal, menorrhagia), migraines headaches, dental problems,dyspareunia (painful sexual intercourse), pain, hair loss, no sex drive) were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.